Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a vessel closure of an unknown vessel using two prostyle relative to an unspecified procedure. Reportedly, the two devices failed to deploy. An unspecified method was used to achieve hemostasis. No additional information was provided.

Event description:
Subsequent to the previously filed reports, the following information was received thru a medwatch report: it was reported that this was a vessel closure of an unknown vessel using two prostyle relative to a left leg angiogram procedure. Reportedly, the two devices failed to deploy. Manual compression was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Additional information: d4 model # added. Corrections: b3 date of event: updated from 3/14/2024 to 3/6/2024. B5 describe event or problem: updated. D1 brand name: updated. D2a common device name: updated. D3 name: updated. D3 address, city, postal code: updated. E1 initial reporter: updated from (B)(6) other health provider to (B)(6), physician. User facility medwatch attached.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Factors that may contribute to failure to deploy include, but not limited to, needle deflection during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract. A conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.